Manufacturer narrative:
Qn# (B)(4). It is unknown if the device sample is available for evaluation at the time of this report.

Event description:
It was reported that during insertion the needle got bent and the plastic hub got broken.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle and lidstock for evaluation. The returned needle was slightly bent and had a cracked needle hub. The returned needle contained significant signs of use in the form of biological material. Visual examination revealed two large cracks in the hub. The needle hub was functionally tested by attaching a lab inventory syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel and the cracks in the needle hub. A device history record review was performed with no relevant findings. The reported complaint that the introducer needle was cracked was confirmed by complaint investigation. The returned introducer needle hub contained multiple cracks. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA (corrective action not yet implemented). The CAPA failure investigation indicates that the probable cause is design related.

Event description:
It was reported that during insertion the needle got bent and the plastic hub got broken.